Event description:
Approx 1 1/2 hr after the initiation of the hemodialysis treatment the pt started complaining of shortness of breath and the bp dropped to 68/44. Due to this situation the staff on the floor checked the machine and found too much fluid removed from the pt at this time. The treatment was discontinued; the pt was moved to a diferent instrument and the prescribed duration time was completed. In order to correct the hypotension, 400cc nss was given. The pt's weight was 2.1kg under the expected, but there was no other medical intervention and the pt was discharged ambulatory. No other info is available at this time.